Event description:
It was reported that the customer was hospitalized due to low blood glucose. It was stated that the customer lost consciousness. It was stated that the customer was experiencing low blood glucose for the past weeks. It was stated that customer's most recent glucose reading was 34mg/dl. It was stated that the insulin pump was squirting out during prime, but the customer was not connected during the process. Had customer to remove the reservoir and to rewind the insulin pump, but it alarmed an error. Advised the caller that customer should continue on manual injections until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.